Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported syringes are arriving with moisture in the barrel and plungers are arriving deformed. To support the investigation, eight samples and two photographs of 10 ml luer-lok syringes were submitted for evaluation by the quality team. All samples were received loosely placed within a white tray. Seven of the syringes exhibited excessive silicone on the stopper, resulting in stringing and pooling. One syringe had a stopper that was jammed between the barrel and the plunger rod. The submitted photographs each depict a syringe with a focus on the stopper, clearly showing the excess silicone consistent with the findings from the returned sample analysis. These conditions are non-conforming to product specifications and are attributed to issues in the assembly process. A review of the device history record was conducted for material number 309605, lot 5177716. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with product specification requirements.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had visible droplets. The following information was provided by the initial reporter: material#: 309605 batch#: 5177716. Rcc received a complaint via email. We are having issues with syringes arriving with moisture in the barrel and plungers arriving deformed. Item -309605, lot -5177716.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.